Manufacturer narrative:
Per the field service representative (fsr), the end user stated that the message appeared upon starting up the unit. The user facility's manufacturer trained biomedical technician performed troubleshooting and found the power supply 1 (ps1) was failing. The fsr replaced ps1 and the message still appeared. Through troubleshooting she determined the power supply cables were faulty. She replaced the cables for both power supplies. She also replaced the power manager board as a precautionary measure. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the unit displayed a 'battery cannot be charged' message. There was no patient involvement.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) tested the returned power supply's, cables and the power manager board. Everything tested to specification except he observed the white wire near the power supply connector to be broken causing the power supply to not function and the cause of the reported error message seen. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.